Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported missing personal profile settings, customer reported blood glucose level of 200 mg/dl, and took manual injections to address bgs. Customer will use manual injection as back up insulin therapy until personal profile settings is discussed with health care provider.